Event description:
A surgeon reported that during the implantation of a tecnis itec preloaded 1-piece intraocular lens (iol) the haptic stuck to the optic and the haptics were sticking to each other. The procedure was completed successfully and there was no patient injury.

Manufacturer narrative:
Initial reporter telephone: (B)(6). Explant date: not applicable; intraocular lens (iol) remains implanted. PMA 510(k): device is not marketed in the USA. Same/similar to zcb00 PMA p980040. All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
The manufacturing record review was performed. All process operations presented in the manufacturing record were in compliance with manufacturing instruction specifications. All tests results showed a pass condition. No deviation or non-conformance report (ncr) related to the customer claim was generated. A review of the raw material/manufacturing procedures in the change control system was done during the period when this production order was manufactured and did not show any change in manufacturing method, inspections or specifications that could be related with this complaint type. The documentation shows that the production order was manufactured according to specifications. The product met manufacturing release criteria. All pertinent information available to abbott medical optics has been submitted. Placeholder.